Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Expiration date: 01/2020. Manufacture date: 01/2015. Reported to the FDA on december 02, 2015. (B)(4).

Event description:
It was reported during tracheal tube pre-testing, "both inflation and deflation [of the cuff] was not smooth" due to a suspected obstruction. The device was not used on a patient.

Manufacturer narrative:
A preliminary analysis of the returned sample found it did not perform to our requirement. An internal nonconformance was created and further investigation is underway. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information: one unit of i.d. 7.0 mm tracheostomy tt basic tube with frosty balloon was received in an opened pvc tray. Product was closely examined. Insertion depth of the inflation tube from the pilot balloon assembly into the inflation lumen of the main tube was measured at 5mm long. Attempt to inflate the balloon with air via a luer tip syringe inserted into the valve was rather difficult as air tended to retain inside the pilot balloon and travel slowly into the balloon. Deflation was also very slow and difficult. The affected area was cut and examined. It was observed that the joined inflation line at the tube was found to be kinked thus, restricting the air or color water to flow effectively. The kinked inflation tube was mainly due to notching misalignment thus restricting the joined inflation line at the tube aperture inside the lumen. Reviewing the assembly work order does reveal 0.2% of blocked inflation tube was detected and the defective parts were rejected and discarded. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.